Manufacturer narrative:
It was reported that the patient had a "fault alarm issue" and that the controller was overheating. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 and power port 2 connector. This observation is not related to the reported event. Based on an investigation conducted under the supplier, the most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Supplemental testing was performed on this controller, which included testing the controller for an extended period at room temperature. At the end of the run test, thermal imagines were taken on both controller's surfaces (top and bottom). The readings obtained indicate that the temperatures on both controller's surfaces are similar to the known good working controllers. The two surfaces (top and bottom) felt normal to the touch. The narrative in the event details stating that the controller was overheating could not be verified at the bench level. Log file analysis revealed that the patient experienced several electrical fault, high watt and vad disconnect/stopped alarms on (B)(6) 2017. An electrical fault alarm was first logged at 01:58:53 and was due to a phase open on the rear stator, resulting in the pump running on a single stator. A high watt alarm was logged a second later, due to the increased power consumption needed to run on a single stator. A vad disconnect alarm was logged at 02:00:31 due to an open phase on each stator. The vad disconnect alarm cleared the electrical fault and high watt alarm. The driveline connection was reestablished at 02:00:36, clearing the vad disconnect alarm, but triggering an electrical fault alarm due to the pump running on the front stator only. At 02:03:05, an electrical fault alarm was also logged indicating that the rear stator was not connected. Avad stopped alarm was also logged due to a failure of the pump to start. A vad disconnect alarm was logged at 02:03:20, clearing the electrical fault and the vad stopped alarm. An electrical fault alarm was logged at 02:03:26, again due to the pump running on a single stator (front). A vad disconnect alarm was the last alarm recorded at 02:06:59. The electrical fault alarms are associated in risk documentations to multiple potential causes such, but not limited to, driveline cable or connector malfunction, foreign material inside of the driveline connector and/or a marginal driveline connection. However, none of those potential causes could be verified during the analysis of the controller; the electrical fault alarms observed in the log files could not be duplicated at the bench test. Based on the available information, the most likely root cause of the reported event can be attributed to multiple alarms that resulted in a failure of the pump to restart. The root cause of the electrical fault alarms can be attributed to an open phase on the rear stator. The alarms that occurred during the event resulted in high watt alarms due to an increased power consumption; this may explain the "overheating" the patient described in the event details. Heartware has opened an internal investigation to address failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The IFU cautions the user to always have a backup controller and batteries available. Users are instructed to return any damaged components to the manufacturer. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product not returned.

Event description:
A report was received stating that the patient had a controller fault alarm issue, causing anxiety to the patient. The patient did admit that the controller was over heating while having too many sheets over it. He also stated that once a night he unplugs the controller from alternating current (ac) leaving it with one battery to go to the bathroom. The patient exchanged his controller at home, with no reported consequence. No further information provided.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.